Event description:
It was reported, "spring tip bent to 90degree angle and couldn't get out. Tore mucosa on patient's stomach, used 3 clips to close. Procedure - egd, esophagogastroduodenoscopy, with dilation."

Manufacturer narrative:
The device in question is the marked spring tip guidewire, a 210cm long solid metal mandrel with a flexible, variable thread, spring attached to the proximal tip. The marked spring tip guidewire is a reusable instrument to be used in conjunction with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilator systems. A DHR/lhr, device history record/lot history record, review was not accomplished for the lot number was not available. A possible cause of this complaint could be excessive load applied to the guide wire during the production; however, in-process and quality control inspection is done on the product and this failure mode is highly detectable. 100% hand pull and proof load testing is done on every guidewire to test the spring tip to assure proper functioning of the device. Furthermore, damaged devices are scrapped during production. One (1) marked spring tip guidewire was returned to conmed corporation for evaluation. This device was visually examined in the laboratory. The returned device was observed to be bent at the proximal end of the spring; however, the solder joint between the spring tip and the wire was acceptable in the returned device. It is highly unlikely that product was shipped to the customer in the current condition. Improper handling of the device during shipping from conmed facility to customer facility could cause this complaint. The proximal end of the spring is less flexible than the distal end of the spring. Thus, excess force applied on the device during guidewire insertion/retraction process could cause tip to bend. IFU of the device indicates, "the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action". The IFU also specifies, "remove the guidewire from packaging and carefully inspect it for any damage that may have occurred during transit or handling". Thus, any damaged device should be detectable prior to the use. Possible cause for this complaint could be device damage during shipping/handling or cleaning, or, excessive force used by the user during the procedure. No manufacturing related defect was observed in the returned device; therefore, no corrective action is recommended at this time. The returned device, a multi-use device utilized for patient treatment during dilation procedures, met specifications for the device. The suspect devices are not conclusively at fault for the incident, the incident has been determined to be use related either handling issues or use of excessive force during the procedures. Conmed corporation is considering this complaint closed.